Event description:
Customer reported a hospitalization when calling for assistance programming his insulin pump. Customer stated he was hospitalized on (B)(6) 2013. He was experiencing dry mouth and then he fainted. He said his blood glucose was fine when he got to the hospital, but then it started to rise when he was there. Customer did not provide his blood glucose when hospitalized. After testing, customer's doctor could not figure out the cause of customer's fainting. Customer stated he had been off his insulin pump for two days prior to the hospitalization. Customer's current blood glucose is 71 mg/dl. Customer also reported the needle guard has been harder to remove, causing him to go through two infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.